Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that he had severe low blood glucose and was treated with a glucose injection by paramedics. The blood glucose reading was 28 mg/dl. The customer had pushed the plunger while connected to the insulin pump prior to the hypoglycemic event. The customer was wearing the insulin pump at the time of the event. The reservoir showed the same amount of insulin as shown on the status screen. The customer also reported high blood glucose 500 mg/dl. He stated that the high blood glucose was due to not bolusing for meals. The customer was advised to call a health care professional regarding the low blood glucose. The insulin pump was not returned or replaced.